Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2004 and mentor ob tape and mesh were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009; concurrently with elevate mesh and mentor ob tape implant; due to sui. It was reported that the patient underwent mesh revision and elevate mesh augmented anterior repair with sacrospinous fixation on (B)(6) 2010 due to mesh erosion and cystocele with apical prolapse. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent removal of vaginal sling on (B)(6) 2007 by dr. (B)(6), due to erosion. It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6).